Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The cause of the glucose discrepancy is unknown and will be investigated. A review of the in-house performance of the card lot in use, lot 10-19289-20, will be reviewed. The system is operational and is in use by the customer.

Event description:
The customer reported discrepant glucose results on the epoc reader when compared to a non-siemens blood glucose meter. There was no report of injury due to this event.

Manufacturer narrative:
Siemens reviewed the in-house performance of the card lot in use, lot 10-19289-20, and did not identify any product deficiencies. The failure rate of lot 10-19289-20 is not showing an increased trend in the field, therefore there is no further evidence that the system or reagent cards are not performing as intended. The results from in-house retain testing were found to be normal and well within product specifications with no observable irregularities in testing or during data analysis. As such, the epoc glucose performance on card lot 10-19289-20 was deemed to be acceptable, and no product deficiencies were identified. The cause of the discrepancy could not be determined from the information provided by the customer.